Event description:
Complainant alleged that while attempting to treat a pt (age & gender unknown), the device prompted a "no shock delivered" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has not rec'd the device for eval, and this complaint is still under investigation.